Event description:
During vein harvesting for open heart surgery, the scrub stated it stopped working and when it was pulled out by the physician's assistant, it looked defective. Manufacturer response for electrosurgical, cutting coagulation accessories, vasoview hemopro (per site reporter) they have acknowledged receipt of the device and assigned complaint reference #.